Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. Attempted to switch to central lumen transducer for pressure source but unable to locate transducer cable .patient being supported via ECG signal alone. The search for proper transducer cable continues. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. Attempted to switch to central lumen transducer for pressure source but unable to locate transducer cable .patient being supported via ECG signal alone. The search for proper transducer cable continues. There was no reported injury to the patient. P